Manufacturer narrative:
The reported event for helix damage was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found a stretched helix consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to procedure damage to the helix..

Manufacturer narrative:
Correction: refreshed h6 coding to include investigation codes not previously reported.

Event description:
It was reported that during an implant procedure that the right ventricular lead helix was damaged. The rv lead was not used and the physician elected to implant another rv lead. There were no patient consequences.